Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that phacoemulsification was almost completed when the surgeon realized that at some point the capsule tore. The surgeon was able to do an anterior vitrectomy and insert an alternate intraocular lens with no further issues. Incision was enlarged in order to insert the alternate intraocular lens. The surgeon is unclear as to what caused the tear.

Manufacturer narrative:
There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).